Event description:
A high readings issue was reported with use of the adc device. Customer received a high sensor scan and experienced a loss of consciousness. Customer was treated with glucose by his wife who is a nurse. Sensor readings of 18.4 mmol/l and 20.3 mmol/l compared to competitor meter readings of 14 mmol/l and 16.5 mmol/l were reported, however it is not clear if they were obtained at the time of medical event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report. Section h4(device mfg date) was incorrectly documented in the previous report. Correction has been made.

Event description:
A high readings issue was reported with use of the adc device. Customer received a high sensor scan and experienced a loss of consciousness. Customer was treated with glucose by his wife who is a nurse. Sensor readings of 18.4 mmol/l and 20.3 mmol/l compared to competitor meter readings of 14 mmol/l and 16.5 mmol/l were reported, however it is not clear if they were obtained at the time of medical event. There was no report of death or permanent impairment associated with this event.